Event description:
Boston scientific received information that during a device change out procedure when removing this right atrial led the connector pin came loose above the proximal location of the sealing ring. The right atrial lead was reconnected to the new device and all lead parameters were stable and within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.